Event description:
Mother of home patient (hp) reports pt line of homechoice set was not priming completely. Mother of hp was able to prime line after 5 reprime attempts. Per father, there was no pt injury or medical intervention as a result of incident.